Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reports receiving an error 1 message on his freestyle meter, not being able to test and "not taking the right amount of insulin" and he went into a "diabetic coma." A friend arrived and found him "shaking and (she) was not able to wake him up." The friend attempted to treat him with orange juice and was able to get a meter reading of 41 mg/dl. She called paramedics and the customer was transported to a local hospital and diagnosed with diabetic ketoacidosis. The customer did not report any treatment rendered. There was no report of death or permanent impairment in this case.